Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate antitachycardia pacing and hv therapy due to supraventricular tachycardia rhythm. Programming changes were made; device remains implanted.